Event description:
A coronary atherectomy procedure commenced to treat a lesion in the patient's proximal left anterior descending (lad) artery. A spectranetics elca coronary atherectomy catheter was selected to treat the patient. The elca calibrated successfully, but during use in the patient an "error 3" code was displayed. The procedure was completed using a new catheter and the patient survived the procedure with no reported patient harm. During the product return evaluation, a breach in the outer jacket was discovered. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2): patient's date of birth, age unk. A3): patient's gender unk. A4): patient's weight unk. A5a./5b.): patient's ethnicity/race unk. B6): relevant tests/laboratory data unk. H3) the elca device was returned and evaluated by a cross-functional team. Wrinkles were observed in the tail tube extending 15mm proximal from the distal tip. Charring was noted at the distal tip and a breach was detected in the outer jacket at the distal fuse. Three dead fibers were visible at the distal tip and at the proximal end (per specifications, a maximum of 2 dead fibers are allowed). There was no design or manufacturing issue identified, and the elca passed laser test and established qc checks before release, confirming the dead fibers occurred after distribution. The elca could not be tested for calibration due to the breach in the outer jacket. H6): it is unknown when or how the device damage occurred; therefore, the cause of the device damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.